Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2015 due to hydrocephalus. In (B)(6) 2017, the patient¿s pressure setting was changed. In (B)(6) 2017, the patient went to the emergency room (ER) with a valve setting of 2.5 instead of 1.5. Later in october, the patient was in the ER again at a setting of 2.5 instead of 1.5. The patient went to the ER again in (B)(6) 2018 with a setting of 2.5 instead of 1.0. It was indicated the patient had no previous mris in the past year. After the third instance, it was decided to replace the valve. The patient¿s status was listed as no injury.

Manufacturer narrative:
The returned valve was patent. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. It met the requirements for siphon, pressure-flow, and pre-implantation testing. The valve did not meet the requirements for reflux testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open resulting in fluid reflux. Instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the returned valve also did not meet the requirements for leak due to a tear in the top of the reservoir. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Implant date is an approximation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient experienced parinaud syndrome, headaches, nausea, vomiting, and double vision. It was stated there were no environmental factors identified that may have led to the valve setting changing. It was indicated the patient had undergone ¿several surgeries¿ including replacing the valve.